Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no camera image during a reprocessing involving an olympus video system center. The customer suspected that the cause of the no camera image was due to plug bent copper pins. There was no patient injury reported.